Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarms occurred. The customer's blood glucose (bg) level was 135 - 400mg/dl with small trace of ketones. The customer administered manual injections and drank water to address high bg. Contact reported that health care provider (hcp) always thinks ketones are dangerous and life threatening, but customer treated by drinking water. The customer reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery charge dropped form 70% to 7% and then a malfunction alarm occurred. The customer's blood glucose (bg) level was 135 mg/dl the customer reverted to using insulin pens to manage diabetes. While using the insulin pen the customer's bg elevated to 400 mg/dl with a small trace of ketones. Insulin was administered via insulin pen to address the high bg and water was consumed to address the ketones. Contact reported that health care provider (hcp) "always thinks ketones are dangerous and life threatening". The customer reported that manual injections would be used for insulin therapy.